Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was down, displaying an error message code on the screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was down and displayed error message code on the screen. The technical support specialist dialed into the station and confirmed the application was running. The system functioned as intended after the technical support specialist verified the device.